Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number: 9077703. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect, and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle 26x3/8 ib was blocked on 6 occasions. The following information was provided by the initial reporter: material no: 305110; batch no: 9077703. It was reported needles blocking, and said she has called before, but, "no one did anything." Called to report, "syringes are useless." She's been having issues with the needles blocking,, and said she has called before, and "no one did anything." Once I got her to remove the needle from the syringe she was able to push the plunger. I advised using another needle from the box onto the same syringe and to let us know if she continues to have issues.